Event description:
The customer stated that during a neck procedure, secondary oxygen was being delivered with a mask and the accumulation contributed to a fire ball when the pencil was keyed. The pt's face is blistering and pt's tongue was burned. The extend of the injury and treatment was not known.